Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high pacing thresholds and low pacing impedances. Furthermore, a decrease in battery performance was noted. Technical services (ts) reviewed the event and indicated that the change in longevity was attributed to fluctuations in power consumption resulting from variations in therapy demand; therefore, the ICD was depleting as expected. No adverse patient effects were reported. This ICD remains in service.